Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that over the past two weeks, the battery voltage dropped 12 mv unexpectedly. The cause of the drop is unknown, but this does appear consistent with a short within the device battery. Additional information received indicated that the device was explanted and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. The pg diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Based on the battery depletion curves (no indications of intermittency) and no faults other than fc1003, the failure mode is consistent with normal battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that over the past two weeks, the battery voltage dropped 12 mv unexpectedly. The cause of the drop is unknown, but this does appear consistent with a short within the device battery. Additional information received indicated that the device was explanted, and a new device was implanted. No additional adverse patient effects were reported.